Manufacturer narrative:
(B)(4).

Event description:
It was reported by the lead perfusionist that the operating room had an intra-aortic balloon (iab) catheter that the calibration key and fiber optic sensor (fos) was not recognized and would not zero. Another iab catheter was used. There was no report of patient injury or consequence. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost.

Event description:
It was reported by the lead perfusionist that the operating room had an intra-aortic balloon (iab) catheter that the calibration key and fiber optic sensor (fos) was not recognized and would not zero. Another iab catheter was used. There was no report of patient injury or consequence. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab fos would not zero is not able to be c onfirmed. The root cause of the complaint is undetermined. An in-service was completed to reiterate the instructions for use (IFU) to the customer. The reported complaint will be monitored for any developing trends.